Manufacturer narrative:
A customer in the united states notified biomérieux of discrepant qcv failure in slot a1 associated with minividas® (reference 99737). Section b qcv is within range. Repeat qcv in section a was again out of range. This testing was performed on (B)(6) 2018. All of the tested samples were taken out of the same qc vial. Biomérieux investigation was conducted. The last successful qcv was performed two (2) days prior (november 26th,2018). The local field service engineer (fse) visited the customer site to repair and qualify the instrument on november 30th 2018. Visual inspection of the seals: unstuck dot, crystallization, misplaced or glued dots, debris. The fse noticed that pump position a1 was clogged and that it prevented proper aspiration of reagents and sample. A pump test was performed. The result in position a1 was below compliance: 12. The requested value must be >= 140. Conclusion : a1 position clogged. Following these results, fse performed a pump cleaning of section a. Another pump test was performed after pump cleaning: result in a1 was within range [?] 140. The fse performed a leak test in all positions to qualify the instrument. All results were correct, the instrument was qualified. Conclusion: the cause of the qcv failure was a clog of the pump in position a1, which prevented a proper aspiration of reagents and sample. A retrospective analysis was requested between the last successful qcv ((B)(6) 2018) and the day the qcv failed ((B)(6) 2018). During the retrospective analysis, eleven (11) samples processed in position a1 were repeated. For 3 patients, the pct result was affected: patient 1: initial result low (0.46 ng/ml); reran high (51.79 ng/ml). Repeat result was obtained the day after and a corrected report was sent to the physician. According to customer's feedback, no treatment failure (because a previous result was also high). Patient 2 (palliative care patient): initial result high (3.18 ng/ml). Repeat result low (0.27 ng/ml). According to customer's feedback, no treatment based on any pct result was given. Patient 3: initial result high (1.24 ng/ml) a new sample collected 16 hours later gave a low result (0.31 ng/ml). Another sample collected 2 days later gave similar low result (0.08 ng/ml). According to customer's feedback, there is no information regarding a potential inappropriate treatment. Note: a qcv failure is not an abnormal behavior. It means that the qcv played its role as a functional control. This control is meant to detect residual risks, which are rare and sudden.

Event description:
A customer in the united states notified biomérieux of discrepant qcv failure associated with minividas® (reference 99737). The customer reported that slot a1 was high and out of range (2.06 ng/ml). Repeat testing in section b and results were within range (0.41 ng/ml). Repeat testing was performed in section a1 and the results were still high (1.04 ng/ml). The customer reported that all of the tested samples were taken out of the same qc vial, from audit micro. A level 2 qc check was performed in section a, slot a2, and the test passed. All samples that were run on slot a1 between the last good qcv ((B)(6) 2018) and the day of the failed qcv ((B)(6) 2018). There was only one (1) sample that was low before but retested high for pct. A corrected report was sent out when the sample was retested; the next day, however, there was no treatment failure. This same patient had pct run the previous week and it was high so the treatment was confirmed already in progress. The patient was re-drawn again and retested and the high result was confirmed again. The false low result did not impact the patient treatment plan because the patient was already on the correct antibiotic therapy. An internal biomérieux investigation will be initiated.